Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The device was prepped prior to use, then inflated once without any issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to circumstances of the procedure. Based on the reported information, during advancement through the heavily calcified anatomy the balloon catheter encountered resistance causing the difficulty to advance and likely compromising and/or damaging the outer surface of the balloon ultimately resulting in the reported balloon rupture during the second inflation at 14 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior coronary artery that was heavily calcified and non tortuous. The traveler rx balloon ruptured at 14 atmospheres during the second inflation. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.